Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "alarming air in line" was not reproduced. A review of the event history log revealed "air-in-line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarming "air in line" during an unspecified process step. There was no patient involvement. No additional information is available.